Event description:
It was reported that blood started leaking out of gas outlet upon initiation of support. Additional info received on 02/26/2015: the set was replaced; blood loss: the total volume of the disposable plus what was lost at gas outlet (this amount was not captured); no extra-corporeal membrane oxygenation (ecls) for 1-2 minutes. (B)(4). Reference MFR # 8010762-2015-00234.